Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia, coincident with automated peritoneal dialysis therapy. The cause of the hernia was unknown. There has been no medical intervention, hospitalization, or surgical intervention due to the hernia event. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.